Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "haptic had broken off" (break [haptic]). A nurse reported that six years following intraocular lens (iol) implant surgery, the iol was explanted because the haptic had broken off. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken-gusset area (not returned). The optic had deep scratches on the anterior and posterior surface, possibly caused by an instrument used to grasp the lens. The optic also had numerous, small, pitted areas, which appear to have been caused by a yag laser. Dimensional aspects were checked to try to identify the lens model. The broken haptics added to the difficulty of identification. The lens could not be matched to any current production models. Due to the time frame of the implants, this model may have been discontinued. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested. (B)(4). (B)(4). (B)(4).